Manufacturer narrative:
Qa performed retain testing to confirm reactivity of the k antigen. Results were satisfactory. The pt's sample was returned to ocd for eval. Due to the limited sample volume provided, only 40 minute incubation was performed with lot vss104. Weak reactivity (0.5+) was observed.